Manufacturer narrative:
The 3pk n5 for hook handle (cev2295a) was returned and evaluation verified the complaint reported by the customer as valid. The coating was melted near the hook. It was determined that the event was probably due to the use of voltage that was over specification or a prolonged activation of the device. The instructions for use (IFU), instructs the user on safety and warning points to follow when using an electrosurgical monopolar, in addition to the maximal assigned output voltage to use.

Event description:
This is 1 of 2 reports and is related to mfg: 3003249645-2023-00007: it was reported that the hook of the 3pk n5 for hook handle (cev2295a) melted during surgery. The power of the generator is unknown. There was no consequence to the patient and no surgical delay was reported.